Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged that the patient¿s blood glucose levels were above 250 mg/dl but below 500 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed that the last basal delivery and the last bolus were on (B)(6) 2014. On (B)(6) 2014 07:59 a replace cartridge alarm was recorded; deliveries resumed when pump was primed at 08:10. On 06/22/2014 12:39 a replace cartridge alarm was recorded; deliveries resumed when pump was primed at 12:58. A review of the alarm history showed only normal use. The basal and boluses add up appropriately to total the total daily doses; showing the pump was delivering accurately until the last date used. During testing; the pump successfully passed a delivery accuracy test. The complaint was not duplicated during testing.